Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with 300 units of insulin during the load sequence with multiple cartridges. Customer either continued to use the existing cartridge or loaded a new cartridge in an attempt to resolve the issue. Customer¿s blood glucose level was 119-270 mg/dl.